Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after stent graft implantation, the patient became haemodynamic unstable. An ultrasound analysis showed no results. In suspicion of retroperitoneal effusion of blood, the physician converted the patient to open repair. During this intervention, the patient demanded reanimation and died. The physician is not alleging any device issues.

Manufacturer narrative:
(B)(4). Medwatch electronically submitted on march 20, 2014. Ack3 was unable to be processed. Per FDA medwatch re-submitted on march 26, 2014.